Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump produced error code 1720. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645. H10 ? Device evaluation: one cadd legacy pump was returned for investigation in used condition. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The customer reported product problem (error code 1720) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator replaced the back-up cap.

Event description:
Additional information was received indicating that the product problem occurred during testing. There was no patient involvement.